Manufacturer narrative:
Pir # 9800643 - await further info-will provide a follow up. 5/18/1998 results of record review for lot hbc1321 revealed that there was no indication of deviations which could explain an increase in the dialyzer leak rate. We have received no other complaints with this lot/batch. Although the complaint was unconfirmed, the possiblity exits that there may have been factors within reprocessing present to affect a leak. We encourage all customers to return product samples whenever possible, in order to investigate most effectively. Appropriate follow-up will be taken if a pattern of similar problems develops.

Event description:
Notified by product complaint of an internal "blood leak" with the 27th use of the dialyzer. Dialyzer passed all functional testing with the previous reuse. Leak occurred at onset of dialysis and circuit of blood within the dialyzer and bloodlines discarded estimated blood loss 230-250 ml. There was no adverse effect to the pt and medical intervention was not necessary. Dialyzer was discarded. MDR filed on blood loss reported.